Event description:
Reported as "esophageal dilation". Follow-up findings: additional band slippage with seconday obstruction and reflux. Band repositioned and access port replaced with a low profile access port per patient's request. No complaint noted against the access port.

Manufacturer narrative:
The product associated with this report remains implanted. Based upon implant date provided by the reporter, the connector type is assumed to be a taper I. Band slippage and esophageal dilatation are surgical/ physiological complications, and analysi of device generally does not assist inamed in determining a probable cause for these events. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possiblity of band and/or stomach slippage." Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures.